Event description:
Per the clinic, tip foldover was detected with the device and patient received no benefit with the device. Subsequently, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.